Event description:
It was reported that the patient presented to the hospital for a leadless pacemaker (lp) implant. A pigtail was utilized to obtain venogram of the right atrial appendage. The patient went into an atrial tachycardia episode. The patient was cardioverted but remained in atrial fibrillation. The lp was introduced and mapped at 5 locations, but all revealed low amplitude atrial fibrillation waves. The physician determined all 5 locations were inadequate for the implant and the procedure was aborted. Be returned for analysis. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).